Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage at the filter was observed, where a very small hole was already present: a continuous beading drop. There was a hygiene risk and the risk of dermatological toxicity. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The returned sample was received in unused condition inside a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. The sample was analyzed using a syringe with colored water to detect any leaks. No leak was found fleeing from the sample, thus the failure mode reported was not confirmed. No fault was found. No root cause was determined, and no corrective actions were taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information:(B)(6) 2022. He customer confirmed no clinical consequence was observed and the solution involved during incident was blinatumumab (blyncyto) solution for all incidents.